Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-94 (configuration option settings checksum is not 0) alarm. It was not specified when in the process this event occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, review of the alarm log, and functional testing were performed. F-94 alarm was identified in the alarm log and during functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.